Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker feels their heart rate fluctuating, including drops in rate during exercise. The response factor was reprogrammed the patient felt better for a few weeks but then later felt changes in their rate. Boston scientific technical services (ts) discussed performing hall walks and also recommended using a magnet for patient triggered monitoring to capture an electrogram (egm) when not feeling well. A memory dump at next follow-up was also recommended. No adverse patient effects were reported.